Manufacturer narrative:
(B)(4) date sent to the FDA: 12/02/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown spinal procedure on unknown date and topical skin adhesive was used. During the procedure, when cracking the glass ampule, the glass piece came out. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4): actual device was returned for evaluation. Visual examination was performed and the sample reveals a piercing through which a glass shard protruded in the applicator bulb and a shard penetration occurred. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.